Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a anterior cervical spinal surgery. Sometime post op it was found that bone screws were backing out of the plate. The patient underwent revisions surgery, during the revision it was found that 2 of the locking mechanisms on the plate failed. The plate was removed and replaced. The patient may have experienced pain before the revision surgery. No additional patient complications were reported.